Event description:
It was reported by the pt's legal counsel that the pt received a tka on (B)(6) 2007. On (B)(6) 2009, the implants were removed and replaced with an antibiotic spacer due to an infection. On (B)(6) 2009, the spacer was removed and a revision was performed.

Manufacturer narrative:
A review of the implants manufacturing record indicates that it was manufactured to specification. Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.